Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# 8047003363009, mfd. 05/07/2012, expires 2015-07, (B)(4). The 2nd (middle): ifuse implant, p/n 7040-90, lot# i0a23, mfd. 07/06/2014, expires 2019-06, (B)(4). The 3rd (inferior): ifuse implant, p/n 7040-90, lot# i0a23, mfd. 07/06/2014, expires 2019-06, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2015 where three implants were placed. The patient had si joint pain relief following the initial ifuse procedure but later reported a recurrence of pain sometime after a lumbar fusion. The surgeon believed there may have been a non-union although some bony bridging was observed on CT scan. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the implants using chisels as they were solidly fixed in bone and replaced them with ifuse implants. The status of the patient following the revision procedure is not known.